Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis and is still in use at the customer site as the error could not be reproduced. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures. Based on the information received, the cause of the reported incident could not be determined.

Event description:
During an elective ablation procedure using simplicity, the nt2000 generator displayed an error and the procedure was cancelled. The probe and cables were replaced with no resolution. There were no adverse consequences to the patient due to the cancellation.